Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the anterior cuff and link were engaged to anterior needle tip. The monofilament, needle tip and posterior cuff were not returned with the device. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss and this confirmed the reported experience. During step number 3 the suture is harvested and pulled thru the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the failure mode for this complaint. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that an interventional coronary stenting procedure through a 6f sized sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, no suture was present on the needle. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.